Event description:
During orif of left tibia a battery powered hand drill with a 1/16" drill bit was being used. Upon completion of drilling it was noted that the distal end of the drill bit was missing. X-ray revealed the fractured drill bit was located in the anterior cortex of the tibial diaphysis. The missing piece was left in place after the surgeon determined that it would cause more harm to the patient to try and retrieve it.